Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin therapy. Customer's blood glucose (bg) level ranged 44 mg/dl to 376 mg/dl; cause for the low bg was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.